Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server error was not allowing log in. A technical support specialist found that the c drive was full due to a corrupt database. The station¿s database was dropped, and a full synchronization was performed to restore functionality. The tss found that the station likely experienced a power failure. Logs confirm an unexpected shutdown and reboot, with no system or application events recorded before the outage. The backup battery did not activate, and bluetooth was already disabled. Rss drive space history suggests the issue began earlier, indicating a hardware or power-related cause rather than software. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, server error was not allowing to login. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.